Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient was not feeling the stimulation in her leg and indicated that the stimulation stopped at her upper buttock. There was no known accident or incident related to the complaint. It was later reported that the cause of the event was unknown. There was no intervention and it was working fine now. There was no reason or diagnosis. It was noted that the patient felt the batteries in the remote were low. The patient had experienced decreased sensation and an inability to turn it up to get some sensation. The patient did not want to reprogram, sensation was the same as before, and the patient was doing fine. It was later reported that the patient had issues with stimulation going down her leg in the past, this happened about three or four years ago. The patient had a revision and battery replacement and the wire was run differently to eliminate the problem. It was reported that the surgery was two years ago and since then the patient had not had any issues.

Manufacturer narrative:
Product ID 3889-28 lot# v266137, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient. (B)(4).